Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for plasma leakage from centrifugation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after blood collection, a nicu nurse noticed plasma leakage from a bd microtainer tube with bd microgard closure, pst amber, lithium heparin w/gel additive, after centrifugation. The tube was handcarried to the lab and put in another plastic tube. The tube was then placed into a statspin for three minutes. After spinning, processing person picked up microtainer from tube with a forcep but noticed that there wasn't enough specimen and blood was leaking from the base of the microtainer tube. No serious injury or medical intervention reported.